Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the cap becomes loose during transporting or centrifuging with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 20 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: they have experienced a loose cap issue for several years. They mentioned loose cap occurs when transporting or centrifuging tubes. They asked bd to experiment with opening caps, adding fluid inside the tubes and observing whether caps come off. Approx. 5% occurrence.